Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the leg assembly detached at the plastic sleeve, above the tack welds, inside the patient, when the physician was removing the plastic sleeve from the leg assembly. The physician could not get the remaining plastic to break free from the tack weld, so then he backed the mesh leg back through the ligament using hemostats. The physician removed the whole device and completed the procedure with another pinnacle anterior pfr kit without complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the leg assembly detached at the plastic sleeve, above the tack welds, inside the patient, when the physician was removing the plastic sleeve from the leg assembly. The physician could not get the remaining plastic to break free from the tack weld, so the he backed the mesh leg back through the ligament using hemostats. The physician removed the whole device and completed the procedure with another pinnacle anterior pfr kit without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Visual analysis of the returned uphold vaginal support system showed the all the leaders and needles were missing from the four dilators, the sleeve of the blue dilator had split, the sleeve of the blue\white dilator was not returned, and the distal ends of the white dilator and the blue\white dilator appear to have been cut. It was reported to boston scientific corporation that the needles and leaders were not returned because they are considered a ¿sharp item and they are part of the nurses¿ accountability count¿ and the sleeve that was not returned was disposed of. The open access capio suture capturing device was not returned for analysis. A review of the product labeling showed that the device was used accordingly for tissue reinforcement and stabilization of fascial structures of the pelvic floor. The probable root cause for the sleeve and dilator detaching was determined to be operational context.